Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert due to the right ventricular (rv) lead triggering a lead integrity alert (lia) for oversensing of noise. The rv lead was oversensing noise from the patient¿s left ventricular assisted device (lvad). The lead was reprogrammed and remained in use. It was further reported that the patient received inappropriate shocks from the rv lead due to noise oversensing of the lvad. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.